Event description:
It was reported, the patient went under a surgical intervention to replace the leads with a different model lead for optimal coverage. During the procedure, the physician cut and partially removed the two leads leaving the remaining (cut) lead portions implanted.

Manufacturer narrative:
Notice was sent to physician, which included a copy of FDA's "unretrieved device notification" letter. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.